Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was in 2008, in which the proximal left anterior descending artery (lad) was treated with a 2.5 x 28 mm xience v stent with predilatation and the proximal circumflex artery (cx) was treated with a 3.5 x 15 m xience v stent without predilatation.f our days later, the patient presented to the emergency room with dyspnea. The patient experienced cardiogenic shock and died. No additional event or patient information is available.

Manufacturer narrative:
The 2.5 x 28 mm rx xience v stent is being reported under this same manufacturer report number.